Manufacturer narrative:
The device was received for evaluation. During functional testing, 'failed upstream occlusion test' was reproduced during evaluation with a manual upstream occlusion not being detected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed upstream occlusion test, does not alarm when upstream occlusion is present. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.